Manufacturer narrative:
The field service representative (fsr) inspected the architect c8000, serial number (B)(6) due to false elevated creatinine results and found evidence of dried salt buildup near the bellows set, including rod & fitting (rohs) and seemingly dirty waste line. While troubleshooting the issue, service discovered foam/bubbles in the bellows set, including rod & fitting (rohs) and a worn-out aero c8k pop vlv. Service replaced the aero c8k pop vlv, bellows set, including rod & fitting (rohs), and sample probe, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history for the architect c8000, serial #(B)(6) verified that no subsequent issues have been reported related to false elevated creatinine patient results after service intervention. Clinical chemistry (pmr) product monitoring review scorecard found no trends for the architect c8000 with regards to the complaint issue. Additionally, no trends were identified for the aero c8k pop vlv, bellows set, and sample probe. No nonconformances or pncr¿s were found for the aero c8k pop vlv, bellows set, or sample probe. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000, serial number (B)(6) was identified.

Manufacturer narrative:
Complete sample ID's are (B)(6). Complete gender: sample ID (B)(6)= male patient sample ID (B)(6) = female patient an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine results generated from an architect c8000 analyzer and provided example data for 2 patients (customer normal range for males is 0.7 ¿ 1.30 and females is 0.6 ¿ 1.10 mg/dl): sample ID (B)(6) initial result = 23.78, repeat result = 0.72; male patient sample ID v initial result = 26.11, repeat result = 0.91; female patient. There was no reported impact to patient management.